Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump had a button error during normal use. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.